Event description:
The external pulse generator was returned for repair of a broken case. It was analyzed and subsequently tested out of specification and as result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis found confirmed that the upper/lower cases were broken. The high rate cover, bail cover, and ring cover were also broken. The heartwire contact block was contaminated. The ring was missing. The main printed circuit board was out of electrical specification and the battery flex had corrosion.